Event description:
Customer reported experiencing multiple issues with charging their pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.